Event description:
The user facility reported that during the transcatheter arterial microembolization (tame) procedure, the physician encountered difficulties with the angio-seal. When confirming the alignment of the side hole and proceeding with the sheath exchange, the locator failed to effectively secure the sheath, leading to displacement by the guidewire. The physician conducted an external test, confirming the inability of the components to securely bind. It was determined that this was likely a product defect. Ultimately, the procedure was completed using manual pressure hemostasis instead. The blood loss was less than 250cc. The reported event did not result in patient injury. Additional information was received on 07jan2024: the procedure sheath size used was a 6 fr. A pre-deployment angiogram was performed. The patient was stable. The user had difficulty in inserting the locator into the hub. It was successful in mating the locator and hub; however, the locator did not lock the hub tightly enough. There was no tactile feedback after mating. The user tried many times. The user attempt to mate the locator six times. The locator separated after mating the locator and hub. The locator was too loose and failed to stay in place. The separation occurred when the device was in the patient. The issue did not have any effect, and the patient was not hurt.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no.1 to add the device return date in section d9, to update section h3 and to provide the completed investigation results. One (1) 6 french (or 8 french) angioseal vip vascular closure device was returned for product evaluation. The device was confirmed to be manufactured by terumo medical corporation and based on the allegation and lot number, the complaint was confirmed for the reported issue of sheath and locator connection. The component connection between sheath and locator was impaired. Device history records for the lot were reviewed and it was determined that the device was released in conforming condition per the documented release records. The exact cause of the issue cannot be determined but it is likely that distortion in plastic features on the mating area between two components led to mating insufficiency.